Manufacturer narrative:
(B) (4). The reported pt effect of dissection, as listed in the product risk assessment and instructions for use (IFU) is a known adverse event associated with coronary stenting procedures. Dissections can be influenced by several factors including, but not limited to, lesion characteristics, procedural technique, and device size selection. The IFU states: implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention (CABG, further dilation, placement of additional stents, or other).

Event description:
Device issue: none. Adverse event: dissection. Onset of adverse event: during the procedure. It was reported that the lesion was in the mid rca and was 90% stenosed. There was heavy calcification at mid rca. The procedure was to treat the lesion with a ml vision. After pre-dilatation, while deploying the 2.5x23 ml vision, the distal end of the 2.5x23 ml vision caused a dissection of the vessel. To cover the dissection, the doctor used another 2.25x18 mm vision. The pt did not experience any adverse sequelae.